Event description:
It has been reported to philips that system was not starting up. The system was in unknown use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not starting up. Upon functional testing the fse found that the issue with the host personal computer (pc) and the power supply of the hard disk. Review of the system log file showed that the malfunctioning in frontal image processing personal computer (ippc). To resolve this issue, the fse replaced ippc, host pc and touch screen module (tsm). After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code, evaluation method codes were corrected.